Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while doing an in-hosp transport of a pt to the cath-lab, the device inappropriately shut down and was unable to power back on. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.